Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the device or ports. Performance analysis: pressure integrity testing was performed at three liters per minute with twenty three psig of back pressure for ten minutes. During the test a leak from the hex side-seam joint was observed. The device was observed under magnification and there appeared to be a void in the hex side seam bond. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on our investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised resulting in leak and likely was the contributing factor to this event. Medtronic is monitoring for similar complaints. (B)(6).

Event description:
Medtronic received information that during the priming of this oxygenator, a leak was noted at the heat exchanger joint. The product was replaced with another unit. There were no adverse patient effects. The product was returned for analysis.